Event description:
Medtronic received information regarding a navigation device being used during a cranial biopsy procedure. It was reported that a screw on the trajectory guide was damaged during removal and a portion remained in the skull of the patient. There was no reported delay to the procedure due to this  issue. There was no reported impact on patient outcome.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.